Event description:
I have reported this before. Inappropriate choices for medications ordering. Mckesson paragon cpoe software using fdb database. I have reported to mckesson and they say it's an issue with fdb. Will upload the screenshot. Digoxin oral ordering. Suggests only weight based dosing. Even further down the list it does even not offer digoxin 0.125 mg or digoxin 0.25 mg. (B)(6).